Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a ¿dosing stops soon¿ alert on the ilet system while using a dexcom g7 continuous glucose monitor (cgm) sensor, after which the user replaced the sensor and was transferred to dexcom for a replacement, with signal loss and intermittent communication failure noted and the antenna/electrical components implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure between the ilet system and the dexcom g7, with the antenna and electrical components identified as the relevant device components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.